Event description:
It was reported that the fiber cap detached; unknown if inside the patient. The procedure was continued with a second fiber. The outcome was reported as "no damages to the patient."